Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high capture threshold and a loss of capture. The physician noted the myocardium may not be responsive. This pacemaker remains in service. No adverse patient effects were reported.